Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "the insulator of the jaw was found broken." The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly .236¿ x .313¿ in size. This failure is most commonly caused by overloading at the instrument tip.

Event description:
It was reported that after completion of a da vinci-assisted lobectomy surgical procedure, the insulator of the jaw on the permanent cautery hook instrument was found broken. There was no report of fragment(s) falling inside the patient. There was no reported injury.